Event description:
The account alleged the foot end brake caster is not holding in brake mode. No patient impact.

Manufacturer narrative:
The technician replaced the foot end brake caster to resolve the issue.